Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective air in line printed circuit board (ail pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
The facility reported the failure code 810 on channel b which was occurred during bio-med testing. Evaluation summary: during product evaluation, a defective air in line printed circuit board (ail pcb) was observed. Failure code 810 on channel b in the event history confirms the defective ail pcb. This failure code is manifested as a result of the ail pcb being defective. The ail pcb was replaced. The pump was tested for proper operation and pump found to function properly.